Event description:
During continuous infusions with intermittent bolus, if the syringe is allowed to empty while there is still time remaining on a bolus, when the syringe is refilled and replaced, the bolus time will increase from the remainder of the original 1 minute (per our drug library protocol) to 24-54 minutes. This is repeatable with multiple drugs and syringe sizes, and does not appear to be a physical defect, but a software issue unique to this sequence of events. In the observed instance, a fentanyl bolus went from less than 1-minute remaining, to 52 minutes, and then continued to deliver a full syringe of fentanyl to the patient. There was minimal temporary harm to the patient. Manufacturer response for syringe pump, smiths medical (per site reporter). Issue replicated on smiths equipment in lab setting, regular cadence calls with clinical engineering, quality, and pharmacy with smiths technical and sales representatives.